Event description:
A doctors office contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014.there was no injury or medical intervention reported at the time of contact with dexcom technical support.